Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test, off no power anomaly and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had almost a whole box of lost sensor alerts. The customer stated that the wrong transmitter ID is not programmed in the pump. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that the alarm history also showed a bad battery after off no power. The customer stated that the pump was not dropped or bumped. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to monitor the pump and call back for troubleshooting as needed.